Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the first two staples did not form properly resulting in tearing of the stapling area. This was a dangerous situation for the patient. There was bleeding in excess of 250cc operative time was delayed 1 hour. Another suture was used to complete the procedure.